Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic tubal ligation procedure, the jaw on the thunderbeat device broke. It was noted that nothing fell inside the patient. The intended procedure was completed with an olympus backup device. A procedure delay of less than 30 minutes was reported. The patient was under sedation. There was no report of patient harm associated with this device.